Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving inappropriate shock therapies for atrial fibrillation. No action was suggested to resolve the issue. No further information is available.